Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that there was a material breach between the clutch and handle. Subsequently, the coupling broke off.

Manufacturer narrative:
This device was for treatment not diagnosis. Investigation is on going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
An internal investigation was performed at synthes (B)(4). The investigation showed that the shaft of the coupling is broken off. The cause is not able to be determined. It may be assumed that the instrument has been exposed to high mechanical forces. No product fault could be detected.